Manufacturer narrative:
Philips service reseated the connector and replaced the cooling unit cu 3101 and oil can with oil. The system was returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent 'lo load fluoro' message occurred during diagnostic use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.